Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving two no delivery alarms with two of the reservoirs. He stated that the blood glucose continued to rise and felt they did not work. The blood glucose reading was 341 mg/dl. Customer treated with a bolus. He stated that the issue had been resolved with a complete set change. Nothing further was reported.